Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue; during rewind/load. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/06/2017 with the following findings: a review of the pump¿s black box showed cs 064 (motor error) alarms had occurred. During testing, the pump successfully completed the rewind, load cartridge, and prime steps. The pump was exercised for 24 hours with no errors or alarms occurring. The complaint of the cs 064 call service alarm issue was shown in the pump history but was not duplicated during investigation. The pump was opened to inspect motor related components; a defect was observed on the motor connector.